Event description:
It was reported that during a laparoscopic cholecystectomy the device did not fire properly and reloaded clips slowly. In addition, it was reported the first clip was not closed completely. Subsequent clips seemed to close ok. Consequently, the pt was brought back to surgery because the clips came off. The pt is doing well with no further complications.